Manufacturer narrative:
(B)(4). Initially filed as a serious injury report; however, subsequent information received notes that the event was not related to the device or procedure. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of worsening/recurrent mr appears to be related to patient morphology/pathology (disease progression) and not the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, information was received, indicating that the physician has deemed the recurrent mitral regurgitation (mr), requiring a second mitraclip procedure, as un-related to the study device or study procedure, but has deemed the event as related to disease progression. Although the recurrent mr is not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is conservatively filed for recurrent mitral regurgitation, which required intervention. It was reported that on (B)(6) 2015, the patient underwent a mitraclip procedure with implantation of two mitraclips on the anterior 2/posterior 2 (a2/p2) segment of the mitral valve. The mr was reduced from grade 4 to grade 1-2. On (B)(6) 2016, a second mitraclip procedure was performed to treat recurrent mr of grade 2-3. It was noted that the previously implanted clips were stable and well attached to the leaflets. One mitraclip was implanted, lateral of the first, and the mr was reduced to grade 1-2. There was no additional information provided.